Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver charge and boot up passed. The receiver download retrieve and attach passed. The receiver functional test station passed all tests. The log was downloaded and reviewed finding no errors related to the complaint. Global receiver communication tool audio and vibration tests were performed and passed. "Try it" audio/vibration tests were performed and all alert/alarm tests passed. The receiver case was opened for an internal visual inspection and it passed. The speaker audio and vibrator intermittent tests were performed and passed. The speaker and vibrator resistance was measured and passed because speaker and vibrator resistance measured within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.